Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the implantable cardioverter defibrillator (ICD) was defective and was removed. Follow up attempts with the patient¿s healthcare provider were unsuccessful. No patient complications have been reported as a result of this event.